Event description:
At some point after the procedure, the pt returned to the hospital and on angio, it appears that the stent is fractured. The film was provided for independent review. Films of the index procedure requested. This product is not available for testing and evaluation.